Event description:
It was reported that prior to the implant of a transcatheter aortic valve, an access site cutdown procedure was performed in order to use the transcarotid artery as an access point. Upon the fluoroscopic loading check, it was observed that the valve frame overlapped to node 3, constituting an acceptable load. A pre-implant balloon aortic valvuloplasty was performed with a 22 millimeter (mm) balloon. Following insertion of the delivery catheter system (dcs), at the point of no recapture, infolding was observed. Subsequently, the valve was recaptured into the dcs, and the system was withdrawn from the patient. A new valve was loaded into a new dcs and was successfully implanted in the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-34}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {non-implantable} select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the patient's bicuspid valve (right/left calcified raphe) contributed to the valve infold. A procedural delay resulted from the valve infold as a second valve was prepared.